Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead had an infection and erosion. The patient was discharge the day after the procedure and in stable condition. No additional adverse patient effects were reported. The lv lead remains in service.